Manufacturer narrative:
Batch review performed on 31 january 2022: lot 144242: (B)(4) items manufactured and released on 16-jul-2014. Expiration date: 2019-may-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery performed 6 years and 3 months after the primary surgery due to instability. The surgeon revised the liner with a thicker one.